Event description:
It was reported that during an unk procedure that the device stopped firing halfway through the procedure. Clips were reported loose and falling off. There was no adverse pt consequence.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.